Event description:
It was reported that the patient was experiencing pain at the ipg site. Bruising was noticed and the physician believed that there could be a seroma. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively. No device was explanted.